Event description:
Customer reported an unspecified device malfunction that the device is not working properly. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.